Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a right ventricular lead extraction procedure due to lead noise. No over-sensing was reported. The right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout the procedure.